Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 75,491 joules of use and 16:34 minutes, "fiber within the distal (metal cap) of moxy fiber began to move independently of laser aperture, which cause the fiber beam to fire intermittently through laser aperture." The procedure was completed with a second fiber. Patient outcome: "patient was not compromised in anyway by fiber failure." Reported.